Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring, liquid damage (motor and controller faulty), damaged hose, damaged clutch, and a worn wire attachment for connector cap. It was also noted that the device failed pre-test for loctite, cable assessments, motor thermistor, hand control, safety and air pump. It was noted in the service order that the hose was broken and needed to be replaced. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.